Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a ruby coil in the target vessel using a lantern. The physician then advanced another ruby coil in the target vessel but decided to retract the coil in order to reposition it. While attempting to retract the ruby coil, the physician encountered slight resistance. Subsequently, the ruby coil became unraveled and unintentionally detached. However, the physician was able to place it into the aneurysm. It is unknown how the physician placed the coil into the aneurysm. The procedure was completed at this point. There was no report of an adverse effect to the patient.